Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is 3 weeks post-surgery. Implant date : the exact implant date is unknown, best estimate date is (B)(6) 2021. Explant date : the exact explant date is unknown, best estimate date is (B)(6) 2021. Initial reporter email address: unknown/not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after three (3) weeks of surgery, the patient complained discomfort due to dysphotopsia. The visual acuity was good for all distances but the patient had blurry vision and sever halos and glare. Targeting for the right (od) & left (os) eyes were little bit hyperopic (od +0.08, os +0.15) based on the surgeon¿s previous synergy iol experiences. After a month, the patient kept complaining about the symptoms and their daily activities were significantly affected. The iol was explanted and replaced with a non-johnson & johnson lens with the same diopter. The incision was enlarged but no vitrectomy was required. There was no delay in procedure reported. Patient status was reported to be temporarily impaired; however, the patient is satisfied with the exchange and has no complaint of dysphotopsia. The lens was discarded and will not be returned. No further information was provided. Vision pre-operative: far 0.8, near 0.5 vision post-operative: far 0.9, near 1.0 this report is for the patient¿s left eye. A separate report will be submitted for the patient¿s right eye.